Manufacturer narrative:
The device is not available to the manufacturer

Event description:
It was reported that during aneurysm embolization procedure in a patient with mca ( middle cerebral artery) hemorrhagic stroke, the distal tip of the subject guidewire fractured inside the vessel while using it to deliver the microcatheter. The physician used balloon to fix the fractured guidewire in the vessel and then used microcatheter to take the fractured subject guidewire fragment out of the patient vasculature. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during aneurysm embolization procedure in a patient with mca ( middle cerebral artery) hemorrhagic stroke, the distal tip of the subject guidewire fractured inside the vessel while using it to deliver the microcatheter. The physician used balloon to fix the fractured guidewire in the vessel and then used microcatheter to take the fractured subject guidewire fragment out of the patient vasculature. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned and the lot number was confirmed with the packaging. During visual inspection, it was seen an attempt had been made to shape the guidewire tip and the device was returned broken in 2 segments 8cm distal segment and 192cm proximal segment. During distal segment inspection the fragment was hydrated and the surface of the hydrophilic coating was found rough. Bubbles with uncollapsed and collapsed dome and unknown substance (appeared to be excessive coating) were found along the 8cm distal segment. The nitinol tubing was broken and the platinum wire was exposed and broken and the core wire distal end was observed through the distal tip dome. During proximal segment inspection the nitinol tubing was broken with the core wire and platinum wire exposed and broken. The hydrophilic coating of the proximal segment was hydrated and the coating was intact and no anomalies noted. Functional testing was not performed due to the returned condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The guidewire tip was shaped as j. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. There was no friction/resistance encountered during the procedure. The issue was noted when the guidewire was bringing the microcatheter to super selected after it went into ica, the operator found distal of it fractured. So used a balloon to fix it in vessel and then used non-stryker microcatheter to remove the fractured guidewire fragment from the patient¿s vasculature. No other difficulties were encountered during the usage of the device that could have contributed to the issue. The medical procedure the device was used for was an aneurysm embolization case. The indication for the medical procedure was hemorrhagic stroke. The anatomical location where the issue occurred was the middle cerebral artery (mca) and was also the anatomical location of the intended treatment. There were no unanticipated medical procedures/treatments/therapy administered in relation to the alleged event or product malfunction. The procedure was completed successfully. Analysis of the returned device found an attempt had been made to shape the tip of the guidewire. The guidewire was returned broken in 2 segments (8cm distal segment and 192cm proximal segment). The nitinol tubing was broken with the core wire and platinum wire exposed and broken which indicates the device encountered significant manipulation while in the patient¿s anatomy. Analysis of the returned device also found the hydrophilic coating had bubbles with uncollapsed and collapsed domes present on the 8cm distal segment. The bubbles found on the distal end of the device were analyzed by research and development (r&d). Based on the results of the scanning electron microscopy with energy dispersive x-ray spectroscopy (sem and edx) testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but most likely occurred during manipulation of the device while in the patient¿s anatomy. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event of the guidewire distal tip broken/fractured during use in addition to the analyzed defect of the guidewire hydrophilic coating surface rough as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.